Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3537, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) it was reported the patient was not sleeping very well at night. It was noted the patient¿s stimulation was set at 9.4 and her right buttocks was hurting her. The patient turned the stimulation down to 0.0 and the pain instantly went away. The patient then increased stimulation to a comfortable level. The patient noted if stimulation was at a lower level she had more leaks. The patient mentioned the controller batteries were dying, the patient was advised she could change the batteries if she needed to. The patient mentioned she had an illness called sma where her intestines were wrapped around her arteries. The patient noted the first few days she only voided once a day and considered going to the emergency room. The patient stated they thought the lead had slipped and hit a nerve. There were no further complications that have been reported as a result of this event.